Event description:
It was reported that the nut could not be fixed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that we have analyzed the complained part at manufacturing side and found that it fully meets the print specifications. All measurable dimensions are within specification. The visible signs on the thread indicate cross-threading which may have cause widening of the shat-like section of the nut. We classify this as manipulation problems during use. This problem mainly occurs when the surgeon tries to install the nut without using uss ii poly screw holder 03.607.005 for guidance of the socket wrench to properly align the nut or the uss ii poly screw holder has been installed incorrectly causing misalignment of the screw holder resulting in cross-threading of the nut.